Manufacturer narrative:
The other relevant components include: product ID: 8731sc, lot# serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that a manufacturer's representative was assisting with a catheter revision and was inquiring about revision kits. No further information was provided. No further complications were anticipated/reported.